Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging smoke coming from the unit. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device did power-up and airflow was verified to be operating correctly. While pil did not duplicate the complaint of "smoke coming from the unit" the investigation indicated the reported event likely occurred. An external visual inspection of the device found no evidence of thermal damage. The evidence of contaminants was found in the filter & sd card slot. The device emitted noise typically associated with the blower impeller fracturing and rubbing the blower enclosures. The review of the downloaded patient encore report indicated the device functioned properly, providing therapy. An internal visual inspection of the device was completed by the manufacturer and found the internal surfaces have evidence of the dirt/dust contamination and dark-colored contaminants. The inlet filter, sound abatement foam, and all seals of the device showed further evidence of contaminants. There was no evidence of thermal damage found to the pca. Pil disassembled the blower assembly and found evidence of dirt/dust contamination and dark-colored contaminants similar to that noted previously. The impeller assembly showed evidence of having fractured likely due to the impeller becoming unbalanced from the build-up of contaminants. The contaminants have a tacky/sticky feel which would also likely result in the degradation of the impeller assembly. There were indications of the impeller assembly having rubbed the blower assembly, likely resulting in the noted complaints. There was also evidence of the contaminants being found in the device airpath. Based on the investigation performed by pil does confirm the complaint associated with the returned device. The complaint was found to be due to a failure of the blower impeller in the device as a result of improper care by the user and was not a result of a failure of the device during normal usage. The blower impeller fractured as a result of being exposed to tobacco/nicotine contamination. The device was forwarded to third party service center for further processing. During the evaluation of the device at the third-party service center, the device was inspected and found top overlay and knob were both damaged. Led #0 was dim on the pca. The device's event log was reviewed by the service center and no error code found. Additionally, all the required parts were replaced, and the unit passed the final test. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.